Event description:
It was reported that the patient experienced -warmth and sensitivity- and was diagnosed with inflammatory neuralgia. Due to ongoing pain, the lead was explanted on (B)(6) 2013. The patient was seen again on (B)(6) 2013 and reported that the pain and swelling were no longer present.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.